Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of compromised forced sensor alarm on their insulin pump. The customer's blood glucose was unknown. The customer states insulin is squirting out during manual prime process. Troubleshoot was conducted, and the customer was advised that during seating the force sensor did not detect the reservoir. Customer was advised to discontinue use of pump, and that the pump would need to be replaced and returned for analysis.

Manufacturer narrative:
The pump gave a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump had minor scratches on the lcd window, a cracked case near the display window corners, a broken belt clip slot, and a cracked reservoir tube lip. No other alarms noted. Unable to perform the functional testing due to the compromised force sensor system alarm anomaly.